Manufacturer narrative:
(B)(4)

Event description:
New information notes that the device was explanted for eri and suspected premature battery depletion. No adverse consequences due to this event.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remarkable drop of the longevity was observed on the device from (B)(6) 2017 to (B)(6) 2017. There were no adverse consequences to the patient due to this event. The device replacement is planned in the near future.